Event description:
It was reported that the patient underwent a breast surgery on (B)(6) 2014. During removal from package, the suture broke. Another like suture was used to complete the procedure successfully. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the non-needled end of the returned used suture segment was broken and consistent in morphology with embrittlement, suggesting degradation. The returned packaging was severely wrinkled with perforations and stress marks consistent with having been re-sterilized. The amount of force required to cause the breakage could not be determined, but there is clear evidence that the product was re-sterilized, which undermined the package integrity and exposed the suture product to potentially significant degradation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.